Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6)2026. On (b)(6) 2026, the patient experienced seizure and loss of consciousness. The patient's granddaughter called in an ambulance. When the granddaughter arrived at the patient´s home, paramedics were already on scene attending to the patient, who remained unconscious. The granddaughter was unable to see the fingerstick value obtained by the paramedics. However, she observed that the CGM glucose reading was 54 mg/dL. The only treatment witnessed by the verified reporter was the administration of an intravenous glucose drip. The patient was transported to the hospital by paramedics. Upon arrival at the hospital, a fingerstick glucose test was performed, and the CGM reading was 184 mg/dL, while the blood glucose reading was 142 mg/dL. No further medication was reported, and the patient was discharged the next day around noon on (b)(6) 2026 after spending more than 24 hours at the hospital. The patient received physical therapy after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.¿